Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. The IFU includes "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention", "vena cava stenosis or occlusion", and "vasospasm or decreased/impaired blood flow" as potential complications. The IFU includes "at the time of retrieval procedure, based on venography and the physician¿s visual estimate, more than one (1) cubic centimeter of thrombus/embolus is present within the filter or caudal vena cava" as a contraindication.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2012 by dr. (B)(6) at the (B)(6). On or about (B)(6) 2015 the patient had a scheduled imaging study which showed the filter tines extended beyond the confines of plaintiff¿s vena cava causing perforations and scarring. Dr. (B)(6) determined the filter was chronically occluded. On or about (B)(6) 2016, the patient had a scheduled consultation with dr. (B)(6) who informed the patient the filter was irretrievable due to clots and occlusions. The patient alleges ¿significant injuries¿ including the chronic occlusion of the filter making it unretrievable which the patient alleges places the patient ¿at an increased and continual risk of complications.¿ argons attorneys are attempting to gather information.